Event description:
The device's base unit emitted smoke. Additionally, reporter noted that two of the device's internal contacts have melted. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.